Event description:
It was reported that the device was in back up vvi mode while in the box. Due to lack of inventory, the procedure was held off 40 minutes with patient pocket open, while a new device was delivered from out of the area. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi prior to implant was confirmed in the laboratory via review of the device image. The device was tested and the reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid that was sensitive to cold temperatures.